Manufacturer narrative:
Follow-up #1: date of submission 12/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: the black box shows one loss of prime warning associated with a low non-zero force on (B)(6) 2016 at 20:35. An ezprime and 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. Unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas via email indicating an issue with loss of prime warnings on the pump. No additional information was provided. Animas attempted to follow-up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was unable to be resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.